Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A definitive cause for the reported tissue damage could not be determined. The reported recurrent mr was due to the reported tissue damage. The reported patient effects of mitral regurgitation (mr) and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.

Manufacturer narrative:
Dates estimated. Exemption number e2019001. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation and tissue damage it was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat a mitral regurgitation (mr). One clip was implanted reducing mr. On unspecified date in (B)(6), the patient was symptomatic and not feeling and was re-hospitalized. Echocardiogram showed that the patient had severe mr and it was noted that the clip arm had perforated the leaflet. The clip was noted to be stable on the leaflets. There is no additional procedure planned at this time. No additional information was provided.